Event description:
During follow up for an unrelated issue, the patient's family member stated the patient had passed away. This is a spontaneous report by a nurse from the USA of fatal cardiac failure in a male coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced cardiac failure. On (B)(6) 2011, the patient died as a result of cardiac failure. Dianeal therapy was ongoing until the time of death. It was not reported whether an autopsy was performed. The nurse reported that the event of fatal cardiac failure was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received for evaluation. If additional information becomes available or the device is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. Review of the device history record and service history record for serial number (B)(4) revealed, the device was refurbished/serviced upon its receipt (B)(4) 2011. Upon receipt, the device was tested and was determined to meet functional and electrical performance specification requirements per rite testing. The device passed the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. No allegation was stated against any baxter product. The issue with regards to the device was not confirmed. The assignable cause was undetermined. If additional information becomes available, a follow up report will be submitted.